Event description:
In june 2004 a gambro technical services (gts) field rep reported that he was called to check out the prisma machine as too much fluid was removed from a pt. Initially, hosp personnel reported 2 liters too much. On the 2nd day the pt died. Gambro clinical services nurse called and spoke with hosp's nurse, who reported that only 100 cc extra fluid was removed from that pt. The scales were calibrated prior to use. In that unit they hang an extra 100 piggyback on the scale when changing out fluids so as to be able to get all the fluid from the bag. Moreover, the hosp nurse's stated that although the pt died in june there was no reason to believe the prisma machine contributed to the pt's death.